Event description:
Post angioplasty, and during deployment of perclose¿ prostyle¿ suture-mediated closure and repair system, the device got stuck in the patient's femoral artery, and the md was not able to remove it. Vascular surgeon was consulted, and the patient taken to or arteriotomy and corrective common femoral artery surgery. The device was successfully retrieved in its entirety and is now in the possession of cath lab for further evaluation by the malfunction. The patient was discharged home in a stable condition.